Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy at 1ml/hr, run time 60 minutes, for a volume to be infused of 1ml and delivered 1.078 ml (error percentage 7.80%) which is within published range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required; however, the pressure plate travel will be adjusted per the service procedure. The spectrum iq operator's manual lists the following warning on p. 2-8 when running at low flow rates: "low flow rate accuracy/continuity, at flow rates of 1.9 ml/hr or below, flow rate accuracy is +/- 0.1 ml/hr. When higher accuracy is required, consider an alternate infusion device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver accurately at 1 ml/hour, at any programmed rate less than 1ml/hour and it delivered 0.8ml. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.